Event description:
A user facility reported that a laryngeal mask airway leaked while it was being used in a pt. The physician noticed a laceration in the inflation line at the end of the procedure. There was no need to replace the airway, and there was no report of pt injury. The user facility has been requested to return the laryngeal mask airway to the MFR for evaluation.